Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: revision mastopexy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with 300cc smooth mentor memorygel breast implant has experienced postoperative right-sided implant rupture. The rupture was discovered during a revision mastopexy surgery. As a result, the patient underwent unilateral explantation and replacement with like device, catalog # 3503001bc, right serial # (B)(4) on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor failure analysis lab received the suspect medical device for evaluation. Device evaluation summary: during a visual inspection, the device was found to be ruptured. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number:(B)(4).